Manufacturer narrative:
On 7/12/2019, the mentor failure analysis lab has received the device for evaluation. On (B)(6) 2019, during evaluation of the sample, it was noticed some creases in anterior and posterior aspect of the device. Leak testing revealed a tear within a crease in the anterior aspect measuring approximately 0.1 cm. No other anomalies were discovered. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Concomitant medical products: mentor smooth round moderate profile 525cc, 3501685, serial number (B)(4), lot 5898168. Reason for device explant and/or reoperation: deflation (B)(6). This report contains supplemental information for mentor asr/psr reference number 377502/ ip-00622746. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s asr exemption #e1999017. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an unknown breast implantation procedure with a mentor smooth round moderate profile 525cc and experienced deflation on the left breast implant. As a result, the patient had undergone removal on (B)(6) 2019.this report contains supplemental information for mentor asr/psr reference number 377502/ ip-00622746.